Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving baclofen 2 ,000.0 mcg/ml at a dose of 459.5 mcg/day via an implantable infusion pump. It was reported that the patient had a delay in refill due to an insurance approval delay. The patient was without medication for 15 days starting on (B)(6) 2019, and reportedly developed symptoms and withdrawal syndrome as a result of the delay in the refill and lack of medication. The symptoms experienced included severe pain in arms and legs, spasticity, vomit, and seizures due to pain. The event required in-patient hospitalization. The event resolved without sequelae as of (B)(6) 2019. No further complications were reported or anticipated.